Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd¿ slip tip syringes without needles had sterile breach due to a broken seal on the packaging. There was no report of exposure, serious injury or medical intervention.

Event description:
It was reported that bd slip tip syringes without needles had sterile breach due to a broken seal on the packaging. There was no report of exposure, serious injury or medical intervention.

Manufacturer narrative:
Due to an it issue beginning on (B)(6) 2018, previously filed emdrs did not contain required fields. This supplemental emdr is filed to provide the following omitted fields: event attributed to: other. Device single use?: no. Device returned to manufacture: yes. Two packaged syringes were received, confirmed to be from batch #8099664 (p/n 303134). They were visually evaluated. One package was almost completely peeled opened on 3 sides and the syringe was loose in the bag. The second package had an opened seal on one long side. Close evaluation did not reveal any seal anomalies or abnormalities ¿ the seal grid was present in full on the bottom web along with its corresponding prior location on the top web clearly identifiable. Bottom web showed signs of stress ¿ squeeze or stretch marks ¿ on the peel tab side of the package surrounding the flange in a u shape. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect. The potential root cause for the open seal defect is likely due to the incorrect stacking of packages by the offload system, which is due to a design flaw in one of its components. Corrective actions, short term: affected component has been fixed. Long term: redesign of the component by vendor to prevent the failure mode from occurring. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.